Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The device was powered up properly after the battery was installed. The operating currents were within specification, no unexpected battery out limits noted. The device was received with the following cosmetic damage; cracked case at the display window, cracked reservoir tube, cracked battery tube threads, scratched display window, and broken reservoir tube lip.

Event description:
The customer reported via phone call, the insulin pump had alarmed battery out limit. Customer's blood glucose was 171 mg/dl. Troubleshooting was performed as the device was not alarming during the time of the call. The customer then mentioned the device was cracked and wasn't sure how it occurred. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. He agreed to return the device for analysis.